Event description:
Healthcare professional reported "it was determined that patient was connected to the old nimbus pump which was programmed for 220ml over 48hours instead of the 173ml over 48hours. Patient had not received a new pump. Felt they had double-checked and verified the settings however, the pump had been issues and programmed (B)(6) 2022, prior to change of pumps or rates so would not have been programmed with the correct volume. Rate of pump for 220ml setting is 4.5ml. Rate of pump for 173ml setting 3.6ml, resulting in more rapid than expected infusion. Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.